Event description:
It was reported that the patient stated his inflatable penile prosthesis is not performing as expected. The patient was evaluated by a physician, who confirmed that the device needs to be replaced. The patient was scheduled for a revision surgery on 25sep2024. No further information was provided.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.